Manufacturer narrative:
As reported by the affiliate, a 4f tempo catheter became stuck at the level of a calcified lesion in the left iliac artery. After several attempts, it was impossible to manipulate the device anymore. According to the physician, after a moderate traction to remove the device, the distal part broke and 4 cm of the catheter stayed in the iliac artery. The patient had no symptoms. According to the physician, the extraction of the catheter seemed impossible and it is unlikely that there would be a migration in the iliac artery. A new procedure by a kissing-balloon technique is being considered to retain the segment of the catheter. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The patient's difficult anatomy and procedural manipulation may have contributed to the reported event. One non sterile unit of catheter tempo 4f was received coiled inside of a plastic bag. Unit was received with 63 .3 cm of proximal end. Distal section was detached and not included. Distal section was separated at 63.3 cm from proximal hub end. One kink was observed at 61.7 cm from proximal hub end. Under the microscopic analysis the fusion point is located at 3 cm from break point. The surface of the break point shown irregular cut like how it was pulled and elongated (stressed). Under dimensional analysis the od was found within specification. However, in the break point section where body was elongated the od was found out of specifications ( under spec lower limit). Similarly, the ID in the break point was found out of specification because that area was elongated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found. The reported failure catheter with separated section was confirmed. Withdrawal difficulty could not be confirmed. The cause of the reported failure could not be determined. Neither the DHR nor the dimensional and microscopic analysis suggests that the failure experienced by the customer is related to the manufacturing process. It is likely that the procedural factors could have contributed to the reported failures. Controls are in place to prevent the kinks leave from the site. No action was taken because the cause of the damages found in the analysis did not appear related to manufacturing process; it appears most procedure related cause. Therefore no corrective action was taken.

Event description:
As reported by the affiliate, a 4f tempo catheter became stuck at the level of a calcified lesion in the left iliac artery. After several attempts, it was impossible to manipulate the device anymore. According to the physician, after a moderate traction to remove the device, the distal part broke and 4 cm of the catheter stayed in the iliac artery. The pt had no symptoms. According to the physician, the extraction of the catheter seemed impossible and it is unlikely that there would be a migration in the iliac artery. A new procedure by a kissing-balloon technique is considered to retain the segment of the catheter.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This product is available for testing and evaluation but has not been received as of this writing. Additional info has been requested and will be submitted within 30 days upon receipt.

Event description:
The user received discrepant ferritin results for one patient sample. No units of measure were provided. The initial result was 10.4 with a data flag notifying the user the result was outside of the measuring range of the assay. The sample was automatically repeated by the analyzer with an increased sample volume and gave a result of 80.8. The user then manually diluted the sample three times and received the following results: sample diluted 1:3 gave a result of 15.2, sample diluted 1:5 gave a result of 12.6 with a data flag, sample diluted 1:2 gave a result of 6.3 (12.6) with a data flag. The sample was retested on (B) (6) 2010 with results of 12.2 with a data flag and 79.6 with an increased sample volume. The user sent to sample to another site and a ferritin result of 7.41 was received from the elecsys system. The discrepant result was not reported. The ferritin reagent lot number was 61645101. A sample was returned for investigation. The user's low result were reproduced with a result of 8.5 ng/ml. Investigation is ongoing.